Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/20/2018 that on (B)(6) 2018 the patient experienced inaccurate continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient's father checked his follower application and called the patient's school nurse to check on the patient. The patient had symptoms of hypoglycemia including sore legs and a wobbly speaking manner. Patient's father indicated that at the time of the hypoglycemic event, the cgm was inaccurate. Patient's father was unable to provide cgm values but stated that the patient's bg meter value was approximately 2.6mmol/l. At the time of contact, the patient was stable. Data was provided for evaluation. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined. No additional event or patient information is available.